Manufacturer narrative:
The reported event could be confirmed, since the sleeve was stuck on the drill bit as complained. The device inspection revealed the following: the inspection has shown that the drill sleeve is completely stuck on the drill bit in the received condition, no movement between the devices was possible. After disassembling, the drill showed extensive signs of degradation. Around the middle, the drill was worn out, most likely due to constant interaction with the sleeve during rotation. Minimal clearance and repeated relative surface motion may have led to fretting. A review of the device history for the reported lot did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, with the extent of damage, it can be ascertained that the root cause of the issue is user related. Drill getting stuck inside the sleeve is a direct result of excessive friction between the drill and the sleeve due to a potential misalignment during use, leading to fretting. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that while using a proximal rocking drill, the drill bit became stuck in the sleeve and could not be inserted or removed any further. The power tool was replaced with a hand-cranked handle, and the drill was removed from the sleeve by reverse rotation. After that, another sleeve was connected to the plate, a new drill bit was used, and the surgery was completed.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported that while using a proximal rocking drill, the drill bit became stuck in the sleeve and could not be inserted or removed any further. The power tool was replaced with a hand-cranked handle, and the drill was removed from the sleeve by reverse rotation. After that, another sleeve was connected to the plate, a new drill bit was used, and the surgery was completed.